Event description:
It was reported that the patient underwent a multi-probe renal ablation and experienced complications as a result of a multi-focal bleed. The patient required emergent embolization of the arterial source and was admitted to the hospital, where acute renal failure was noted and hemodialysis catheter placement and hemodialysis treatment was initiated.

Manufacturer narrative:
(B)(4). Date sent: 4/4/2025. D4 batch #: unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what was the location of the tumor? Had the patient had chemo or radiation therapy? Was there any error message during the ablation procedure? How many probes were used? What was the power time? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 4/30/2025. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Corrected data: d1, d4 there is no call home data available since this system has not called home. No device will be returned to neuwave. Potential cause unknown. No lot information was provided therefore no lot history review could be performed. Additional information was requested and the following was obtained: what is the correct product code? Unknown. What was the location of the tumor? Kidney. Had the patient had chemo or radiation therapy? Unknown. Was there any error message during the ablation procedure? No. How many probes were used? 3. What was the power time? Time was not recorded, power was standard 65 watts.